Manufacturer narrative:
DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient had red spots, swelling and pain at the ipg site. It was unknown if the infection was present at the lead site. Was treated with IV antibiotics and hospitalized. As such the lead and ipg were explanted.

Manufacturer narrative:
B3-date of event is estimated.